Manufacturer narrative:
Aroa's review of manufacturing documentation for the subject lot (ert-23h17) has confirmed that the devices were produced in accordance with the established procedures. All process specifications and final release specifications were satisfied. Adhesion, bowel obstruction, and infection are noted as potential complications in the instructions for use of the device. There was no evidence to indicate that the device directly caused or contributed to the event.

Event description:
It was reported that a patient experienced a post-operative infection and bowel obstruction. The latter led to bowel obstructive symptoms and re-operation where adhesions were noted. The device was removed after adhesions were freed. There was no reported permanent damage.